Event description:
The customer reported two (2) false positive results with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using venipuncture sample. Confirmatory test was performed on unknown date using unknown platform yielding negative result. The customer confirmed that patient was pregnant and was provided antiretroviral therapy (art) treatment. The patient received a continuous infusion of 338 mg of retrovir over a 27-hour period. The patient underwent an emergency cesarean section and initiated treatment with zidovudine (also known azt), while the newborn received triple therapy until confirmatory testing returned a negative result.

Manufacturer narrative:
Additional/updated information: b2 - outcomes attributed to ae. B5 - describe event or problem (the customer provided additional information related to the unnecessary treatment of art to the infant and therefore this event now includes three (3) reports. An initial report for the infant will be submitted separately for this incident.) H1 - type of reportable event. H6 - adverse event problem (health effect - impact code). The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported two (2) false positive results with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using venipuncture sample. No information on confirmatory testing was provided. The customer confirmed that patient was pregnant and was provided art treatment. The patient received a continuous infusion of 338 mg of retrovir over a 27-hour period.

Manufacturer narrative:
Additional information: new information was received on the triple therapy treatment received by the newborn. The newborn received oral triple therapy consisting of lamivudine (epivir), zidovudine (retrovir), and nevirapine (viramune) from (B)(6) 2025 at 18:30 to (B)(6) 2025 at 18:18.

Event description:
The customer reported two (2) false positive results with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using venipuncture sample. Confirmatory test was performed on unknown date using unknown platform yielding negative result. The customer confirmed that patient was pregnant and was provided antiretroviral therapy (art) treatment. The patient received a continuous infusion of 338 mg of retrovir over a 27-hour period. The patient underwent an emergency cesarean section and initiated treatment with zidovudine (also known azt), while the newborn received triple therapy until confirmatory testing returned a negative result.

Manufacturer narrative:
Correction: b1 - adverse event/product problem. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000952265, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported two (2) false positive results with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using venipuncture sample. Confirmatory test was performed on unknown date using unknown platform yielding negative result. The customer confirmed that patient was pregnant and was provided antiretroviral therapy (art) treatment. The patient received a continuous infusion of 338 mg of retrovir over a 27-hour period. The patient underwent an emergency cesarean section and initiated treatment with zidovudine (also known azt), while the newborn received triple therapy until confirmatory testing returned a negative result.